Manufacturer narrative:
Date of report : 07jan2019, date rec¿d by MFR: 04jan2019. Customer reports the problem has been resolved by replacing the flow sensor assy. The unit was successfully tested and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported reports failing test 5, oxygen flow accuracy. No patient/user harm reported.the event date was not specified; estimate used.